Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in impedance, high impedance, and high thresholds. The lead was reprogrammed and the audible impedance alert was programmed off due to frequent alarming. The lead remains in use. No patient complications have been reported as a result of this event.